Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm noted. Motor was tested outside the device and passed. Insulin pump functioned properly. Insulin pump had an intermittent button response noted during testing due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Insulin pump had a cracked case on display window corners, minor scratches on lcd window, cracked lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and corroded battery tube.

Event description:
Customer reported a motor error alarm during bolus and basal deliveries. The customer's blood glucose was 179 mg/dl. The customer stated he had exposed to insulin pump to moisture before the alarm started occurring. The customer also reported a hairline crack across the reservoir viewing port and that the act button was acting up. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.